Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, patient had background of atopic dermatitis, and this time, an infection was observed at the incision line site for pocket and sleeve fixation. There were no additional adverse patient effects reported. This s-ICD was explanted.